Event description:
The end user noted that the leg on his shower bench was bent inward but continued to use it the next day. He fell off the bench while showering, but was not injured. Investigation showed that the unit was mis-assembled.